Event description:
User facility reported that the device was in use with patient during surgery. According to reporter the tube bent while being used close to the patient's warming blanket. According to reporter the patient ventilation was affected until warming blanket was moved and tube was repositioned. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.